Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump returned with protruded/loose drive support disk. Unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to loose drive support disk. The insulin pump passed the displacement test. However, the insulin pump had a grinding noise due to faulty motor. Cracked case all corners of display window, cracked on reservoir tube and lip, cracked reservoir window, cracked battery tube threads and scratched display window noted.

Event description:
The customer reported being hospitalized with diabetes ketoacidosis, and he was throwing up as well he can not keep food down. The blood glucose reading was 347mg/dl and was treated with an insulin drip. The customer mention that she was wearing the insulin pump at time of admission and the device was cracked. No further information was provided.